Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a tlif procedure at l4-l5. During insertion of a 10 x 36 peek device, the implant broke. A portion of the implant was removed with the inserter. No patient complications have been reported.